Event description:
It was reported that the system locked up and had to be rebooted. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hv cable was evaluated and reseated. The mainframe batteries were replaced. The system was tested and found to be working as intended and returned to service.